Event description:
The roller of the cair clamp slipped out of the housing permitting uncontrolled flow of normal saline (or dextrose). No pt ill effects were sustained. Thhe set had been placed on the pt prior to surgery, and the incident occurred during surgery in the same-day surgery unit.